Manufacturer narrative:
External insulation abrasion exposing the outer coil was noted at 5.7-6.5 cm and 10.7-11.2 cm from the connector pin consistent with lead friction to the device can. External insulation abrasion exposing the outer coil was noted at 8.9 -9.1 cm from the distal tip consistent with lead friction to another device or feature of the heart. All outer coil filars adjacent to the abrasion zone were found to be abraded through and separated. This is consistent with the observation from the field of noise, under sensing and p-wave variation.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise oversensing due to right atrial lead fracture was observed. The atrial sensitivity had been decreased resulted in undersensing of the p-waves. Programming changes were made, but the patient did not feel well with the pacemaker programmed. The lead was explanted and replaced. The patient was stable after the procedure except some discomfort at the pocket site.